Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the m4 alarm went off, but the engine was still running. The centrimag motor was replaced without any problem for the patient. The motor was tried in another console and the m2 and m3 error appeared. There were no consequences for the patient. The console continued working normally with another motor.

Manufacturer narrative:
H4 - device manufacture date: correction manufacturer¿s investigation conclusion: the reported event of a motor alarm associated with the centrimag motor was confirmed and reproduced. There were no photos or log files submitted for review. The centrimag motor, serial l00176-0012, was evaluated at the edc. The motor was functionally tested and a m4: motor alarm was observed on the test console along with impeller rattle on the motor. The alarm was not able to be cleared. The motor was forwarded to the product performance engineering (ppe) department for further analysis. Upon arrival at ppe, the centrimag motor was connected to a test centrimag console, and no alarms were present. When the cable was manipulated near the proximal bend relief, the impeller rotor starting vibrating. Continuity testing revealed an open line on the a2+/a2- and b2+/b2- line and high resistance on the hx/hy signal line. The motor cable passed the insulation test. The entire motor cable was dissected and the bearing phase a2 and b2 lines (red and white power wires) were found to be open. The cable was stripped and slight tugging near the proximal bend relief resulted in the red and white cables being severed indicating there was severe wire fatigue. The root cause for the reported event was determined to be due to wire fatigue within the centrimag motor cable, consistent with repetitive flexing of the cable over time. Wire fatigue occurring at the motor-side bend relief has been addressed via a corrective and preventative action (CAPA). This motor was manufactured before this CAPA was implemented. The device history records were reviewed for the centrimag motor (serial number: l00176-0012) and the motor was found to pass all manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 2nd generation centrimag system operating manual (rev. L) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. L) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. L) section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.